Event description:
Additional information was received that the rv lead was capped and replaced to resolve the event. No anomalies were observed on imaging. The patient was stable following the procedure.

Event description:
During a remote follow-up, there was noise observed on the right atrial (ra) lead that caused over-sensing. No intervention has been performed at this time. The patient was in stable condition.